Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent a hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure (batch no. B76526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included mole of skin and gestational diabetes. Previously administered products included for an unreported indication: insuline and xanax. Concurrent conditions included ovarian cyst, vaginal bleeding, nickel sensitivity, psychological disorder nos, dysmenorrhea, migraine, headache, bipolar ii disorder, depression, anxiety, bladder infection, kidney stone, constipation, uterine bleeding, hemorrhoids and back pain. Concomitant products included alprazolam, aripiprazole, cilest (previfem-28), colecalciferol (vitamin d), fluoxetine, fluoxetine hydrochloride (prozac), insulin aspart (novolog) and lamotrigine (lamictal). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and myalgia ("body muscle ache"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping),"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), anaemia ("blood or heart disorder/condition: anemia"), headache ("migraines/headaches,") and migraine ("migraines/headaches,"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced allergy to metals ("allergic or hypersensitivity reaction: metal allergy/nickel allergy") with rash, stress urinary incontinence ("bladder or urinary problems or changes: urine leakage from coughing, loughing sneezing or any sudden pressure to bladder"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), endometrial thickening ("other injury or complication: abnormally thickened endometrium"), mental disorder ("psychological disorder") and pruritus ("itching and burning scabs on face, neck, shoulder, breast and hairline"). The patient was treated with paracetamol (tylenol), ibuprofen, medroxyprogesterone acetate (provera), blood transfusion, auxiliary products and surgery (she underwent a hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, stress urinary incontinence, anaemia, alopecia, fatigue, vaginal discharge, endometrial thickening, myalgia and pruritus outcome was unknown, the dysmenorrhoea, dyspareunia, vaginal haemorrhage, headache and migraine had resolved and the allergy to metals and mental disorder had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, dysmenorrhoea, dyspareunia, endometrial thickening, fatigue, headache, menorrhagia, mental disorder, migraine, myalgia, pelvic pain, pruritus, stress urinary incontinence, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion hemoglobin of 7.9, sono showed increased endometrium 23mm suggestive of a polyp along with simple ovarian cyst biopsy: endometrial hyperplasia ¿concerning the injuries reported in this case, the following one were described in patients medical record:rash." Most recent follow-up information incorporated above includes: on 30-jul-2018: pfs received- new event body muscle ache, itching and burning scabs on( face, neck, shoulder, breast and hairline) were added. Outcome of migraine and headaches updated to recovered / resolved. Reporter, concomitant and historical condition, concomitant and historical medication were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure (batch no. B76526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, vaginal bleeding, nickel sensitivity, psychological disorder nos, dysmenorrhea, migraine, headache, bipolar ii disorder, depression, anxiety, bladder infection, kidney stone, constipation and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition: anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping),"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), allergy to metals ("allergic or hypersensitivity reaction: metal allergy/nickel allergy") with rash, urinary incontinence ("bladder or urinary problems or changes: urine leakage from coughing, loughing sneezing or any sudden pressure to bladder"), alopecia ("hair loss"), fatigue ("fatigue"), headache ("migraines/headaches,"), migraine ("migraines/headaches,"), vaginal discharge ("vaginal discharge"), endometrial thickening ("other injury or complication: abnormally thickened endometrium") and mental disorder ("psychological disorder"). The patient was treated with paracetamol (tylenol), ibuprofen, medroxyprogesterone acetate (provera), blood transfusion, auxiliary products and surgery (she underwent a hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, urinary incontinence, anaemia, alopecia, fatigue, vaginal discharge and endometrial thickening outcome was unknown, the dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved, the allergy to metals and mental disorder had not resolved and the headache and migraine was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, dysmenorrhoea, dyspareunia, endometrial thickening, fatigue, headache, menorrhagia, mental disorder, migraine, pelvic pain, urinary incontinence, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Hemoglobin of 7.9, sono showed increased endometrium 23mm suggestive of a polyp along with simple ovarian cyst. Biopsy: endometrial hyperplasia . Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction: metal allergy, bladder or urinary problems or changes, blood or heart disorder/condition: anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, migraines/headaches, nickel allergy, pain, rashes or skin conditions: skin rash, salpingectomy (bilateral removal of fallopian tubes), vaginal discharge, other injury or complication: abnormally thickened endometrium. Lot number added. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure (batch no. B76526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included mole of skin and gestational diabetes. Previously administered products included for an unreported indication: insuline and xanax. Concurrent conditions included ovarian cyst, vaginal bleeding, nickel sensitivity, psychological disorder nos, dysmenorrhea, migraine, headache, bipolar ii disorder, depression, anxiety, bladder infection, kidney stone, constipation, uterine bleeding, hemorrhoids and back pain. Concomitant products included alprazolam, aripiprazole, cilest (previfem-28), colecalciferol (vitamin d), fluoxetine, fluoxetine hydrochloride (prozac), insulin aspart (novolog) and lamotrigine (lamictal). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and myalgia ("body muscle ache"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping),"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), anaemia ("blood or heart disorder/condition: anemia"), headache ("migraines/headaches,") and migraine ("migraines/headaches,"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced allergy to metals ("allergic or hypersensitivity reaction: metal allergy/nickel allergy") with rash, stress urinary incontinence ("bladder or urinary problems or changes: urine leakage from coughing, loughing sneezing or any sudden pressure to bladder"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), endometrial thickening ("other injury or complication: abnormally thickened endometrium"), mental disorder ("psychological disorder") and pruritus ("itching and burning scabs on face, neck, shoulder, breast and hairline"). The patient was treated with paracetamol (tylenol), ibuprofen, medroxyprogesterone acetate (provera), blood transfusion, auxiliary products and surgery (she underwent a hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, stress urinary incontinence, anaemia, alopecia, fatigue, vaginal discharge, endometrial thickening, myalgia and pruritus outcome was unknown, the dysmenorrhoea, dyspareunia, vaginal haemorrhage, headache and migraine had resolved and the allergy to metals and mental disorder had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, dysmenorrhoea, dyspareunia, endometrial thickening, fatigue, headache, menorrhagia, mental disorder, migraine, myalgia, pelvic pain, pruritus, stress urinary incontinence, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Hemoglobin of 7.9, sono showed increased endometrium 23mm suggestive of a polyp along with simple ovarian cyst. Biopsy: endometrial hyperplasia . ¿concerning the injuries reported in this case, the following one were described in patients medical record:rash." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.